Event description:
The information received from the field does not address the patient's clinical status but notes that during a lead replacement, the device was connected to the new lead and no pacing was observed. When the leads tested normal, the pulse generator was replaced. The new device worked with no further complication.